Event description:
It was reported that the universal modular electric/battery double trigger handpiece product sticks during drilling, even after battery and container were change. The issue was discovered during the surgery. The surgery was delayed 5 minutes. There was no harm reported. No additional clinical information is indicated.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.